Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse phone called the customer and ordered solenoid for customer to install. On 20-oct-2016 customer installed 2 way solenoid valve for buffer #3, verified proper operation. Customer states pressure normal after installation and instrument working properly. The most probable cause of the reported event was 2 way solenoid valve failure.

Event description:
On (B)(6) 2016 the customer reported low pressure error with their hlc-723g8 analyzer. Customer reported getting a low pressure error during the patient samples run. Tried removing the buffer 3 suction filter with no help. Ts concluded there is a solenoid valve 3 failure. The customer is unable to run hba1c patient samples. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.